Event description:
An attempt was made to use an nc sprinter rapid exchange (rx) balloon dilatation catheter in a patient. The target lesion, located in the lad exhibited 75% stenosis and little calcification. No issues were noted during device inspection and preparation; however it was reported that the balloon ruptured on third inflation at 12 atms. It was reported that the procedure was completed with another manufacturer balloon catheter. No health hazard was caused to the patient. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results: patient's condition affected effectiveness of device (lesion morphology: 75% stenosis and little calcification). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology: 75% stenosis and little calcification). (B)(4).